Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 402 mg/dl and was taken to the hospital for assistance. Customer stated that he was having trouble with his infusion set cannula it was bend when it was removed. Customer stated that he dropped his insulin pump and had missing segments and partial display. Nothing further was reported.